Manufacturer narrative:
The review of the logs found the arterial bubble detection was re-enabled after 19 seconds, indicating suspected user error. Testing of the suspected device was unable to recreate the fault.

Event description:
User reported that the pump went to zero flow mode when the flow sensor was disconnected from the tubing. This was unexpected and took 30 seconds for the clinical team to realise, during this time the patient was desaturated, until the clinical team restarted the flow. We consider blood flow interruption to be reportable, despite no harm to the patient involved.